Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during use on pt, the suture broke. Used another. There was oozing and tissue damage. Nothing fell into cavity. Operating room time extended more than 30 mins. Pt status: unk.